Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer report #3005099803-2012-02635 and #3005099803-2012-02640 pertain to the other devices. It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.